Event description:
Caller states the pt tested 6.2 inr and 6.0 inr on the coaguchek s system while a comparison lab returned as 4.28 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.